Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, and quality control of the returned device was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
Cook medical received user facility medwatch report number (B)(4) which reports that a fragmented micropuncture transitionless stiffened cannula access set dilator sheath was retained in the right groin access subcutaneous tract extending down to the anterior wall of the proximal superficial femoral artery. A residual part of the sheath was identified under fluoroscopy in the patient¿s subcutaneous tissue. It was identified that approximately 1.5 cm of length was not present when the sheath was removed from the patient. Based on the information known to date, the patient had no additional procedures.

Manufacturer narrative:
(B)(4).

Event description:
Cook medical received user facility medwatch report number (B)(4) which reports that a fragmented micropuncture transitionless stiffened cannula access set dilator sheath was retained in the right groin access subcutaneous tract extending down to the anterior wall of the proximal superficial femoral artery. This resulted in unspecified procedural complications. Additional information has been requested and has not been received at this time.